Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center for a separate issue. During the device analysis, a reportable event was found. It was determined that a burnt plastic c-cover was observed. There was no patient involvement.